Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The patient stated that there was over 1/8th inch of air in the patient line. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) advised patient to end treatment due to air in the patient line. Rts assisted the hp to disconnect using aseptic technique. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.